Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. The user report and the provided image contain information regarding catheter helix break. After review of the provided image helix break can be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter for occlusion of the left superficial femoral and popliteal arteries via contralateral approach. During the procedure, abnormal sounds were noted, and the procedure was halted twice. Upon withdrawal, the catheter helix was found fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the rotarex catheter for occlusion of the left superficial femoral and popliteal arteries via contralateral approach. During the procedure, abnormal sounds were noted, and the procedure was halted twice. Upon withdrawal, the catheter helix was found fractured. The procedure was completed using another device. There was no reported patient injury.